Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter¿s phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device would not run, had motor, and component damage. It was also determined that the device failed pre-test for check function in "hand" mode with the hand switch, power with the test bench and check speed with the tachometer. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to maintenance deficiency. UDI: (B)(4).

Event description:
It was reported from (B)(6), that during an unspecified surgical procedure, it was observed that the pen drive device did not work. Further clarification from the reporter indicated that the device stopped working during the procedure. It was reported that there were no delays in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, but was noted to have occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.